Event description:
It was observed during the device evaluation that the air/water nozzle of the subject device was blocked by a foreign object. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the device's air/water nozzle is blocked by a foreign object. The foreign material could not be analyzed as the substance was not available for sampling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.